Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette is not attached. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. The event history log was reviewed and confirmed the reported problem. Functional testing was unable to duplicate the reported problem. It was determined that the downstream occlusion sensor (dso) was the root cause. The dso sensor was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.